Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, the ok keypad button was found to be over-responsive. All other buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be cracked.